Event description:
The customer reported unexpected negative reactions for an antibody screen when testing a patient sample containing anti-jka using capture-r ready-screen.

Manufacturer narrative:
The presence of the jka antigen was confirmed on retention capture-r ready-screen (crrs), lot x183. Customer sent a sample for investigation testing. The sample was tested on an in-house galileo with retention capture-r ready-screen, lot x189. The sample was negative. The sample was further tested with crrs, lot k130 and capture-r ready-ID, lot id081 and was negative. The sample was tested with panocell reagent red blood cells using capture select; the specimen demonstrated very weak reactivity. The event appeared to be related to the nature of the specimen. The package insert for capture-r ready-screen states: "negative reactions will be obtained if the test serum contains antibodies in concentrations too low to be detected by the test methods employed."